Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of four devices used during the same procedure. Refer to manufacturer report# 3005099803-2016-03170 for the first spyscope digital access and delivery catheter , 3005099803-2016-03171 for the second spyscope digital access and delivery catheter, 3005099803-2016-03172 for the third spyscope digital access and delivery catheter and 3005099803-2016-03169 for the fourth spyscope digital access and delivery catheter. It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) and hepatics during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2016. According to the complainant, during the procedure, wherein they intended to use electrohydraulic lithotripsy (ehl) for stones in the hepatics, it was noticed that after the spyscope catheter was inserted into the common bile duct, the working channel sleeve was seen protruding from the tip of the scope. The spyscope ds was removed from the patient . Three more spyscope digital access and delivery catheter were used and working channel sleeve was seen protruding from the tip of the scope. Reportedly, no part of the devices detached and no other visible damage was noted on the four spyscope ds. The procedure was completed with a fifth spyscope ds. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). A visual examination of the spyscope ds device found that working channel sleeve was not extended from the distal cap when received. The distal tip would articulate without issue. The proximal end of the distal cap was aligned to the cap weld. A spybite device was passed freely through the working channel without issue. There was evidence that heat was applied on the outside of the catheter during manufacturing assembly. The complaint is not consistent with the returned spyscope ds since the working channel sleeve was not extended from the distal cap. Therefore, the most probable root cause is "not confirmed." A DHR (device history record) review was performed and no deviation was found.

Event description:
Note: this report pertains to one of four devices used during the same procedure. Refer to manufacturer report# 3005099803-2016-03170 for the first spyscope digital access and delivery catheter, 3005099803-2016-03171 for the second spyscope digital access and delivery catheter, 3005099803-2016-03172 for the third spyscope digital access and delivery catheter and 3005099803-2016-03169 for the fourth spyscope digital access and delivery catheter. It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) and hepatics during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2016. According to the complainant, during the procedure, wherein they intended to use electrohydraulic lithotripsy (ehl) for stones in the hepatics, it was noticed that after the spyscope catheter was inserted into the common bile duct, the working channel sleeve was seen protruding from the tip of the scope. The spyscope ds was removed from the patient. Three more spyscope digital access and delivery catheter were used and working channel sleeve was seen protruding from the tip of the scope. Reportedly, no part of the devices detached and no other visible damage was noted on the four spyscope ds. The procedure was completed with a fifth spyscope ds. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.